Event description:
A 6.5mm cancellous screw. Implanted in 4/01 for a 6-part comminuted supracondylar distal humerus fracture, broke 6 weeks post-operative. Medical records indicate breakage was due to mal/non-union. Broken screw was removed in 2001.